Manufacturer narrative:
The complaint received states that during an interventional procedure an sv short wire had delamination of the outer coating. This patient is a child of unknown age and medical history. The procedure was conducted to dilate the pulmonary artery. No characteristics regarding the target vessel are available. Approach was made from the femoral site with a 6f britetip sheath. The sv short wire was removed from the package and no anomalies were noted at that time. However, when the practitioner attempted to insert the wire into the sheath the coating of the wire peeled off. The product was not resterilized. It is not known if the tip was reshaped. A new wire (details unknown) was used and the procedure completed successfully. There was no report of injury to the patient. Lr packaging l/n# (B)(4). Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting, and packaging of lot (B)(4). This packaging lot contained 445 units, which were shipped from lake region medical on (B)(4) 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Without the return of the product for analysis, the complaint could not be confirmed. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Controls are in place to prevent damaged products from leaving the manufacturing facility. If the product is retuned this event will be investigated further. Review of the information does not suggest what factors may have contributed to the reported event.

Manufacturer narrative:
Additional information will be submitted within 30 days or receipt.

Event description:
The procedure was to dilate pulmonary artery. The patient was a child, but gender and age were unknown. No information on vessel characteristics. Puncture was made from the right femoral artery with 6f britetip sheath (details unk). After a sv wire (complaint product) was taken out of the package, it was attempted to insert in the bt sheath. However, it was observed that the coating on the distal tip began to peel off. The product was not resterilized. There was no damage noted prior to use. It is not known if the tip was reshaped. Therefore, the device was exchanged to other new product (details unk) and the procedure was completed without any other issues.